Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error and a bubbled downstream occlusion seal. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be delaminated. Functional testing was unable to duplicate the reported cassette not attached error. The dso seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.